Manufacturer narrative:
On (B)(6) 2017, sections have been updated. Mansfield product monitoring is attempting to gather additional information of the reported event. To date, no additional information has been received. If additional pertinent information becomes available, the report will be updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states the co2 detector gave a false negative. The charge nurse inserted the device per the instructions, and on the first attempt, the detector turned yellow. The tube was pulled back, bellows cleared the device and on the second attempt, the device stayed purple. A follow-up chest x-ray showed the tube in the right lung. The patient later developed a pneumothorax and required a chest tube. The patient was also on 16 of peep, which the reporter feels increased the patient's pneumothorax risk. The patient's current status is deceased.

Manufacturer narrative:
Submit date: 2017-10-12. Mansfield product monitoring is attempting to gather additional information of the reported event. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
The initial reporter states the co2 detector gave a false negative. The charge nurse inserted the device per the instructions, and on the first attempt, the detector turned yellow. The tube was pulled back, bellows cleared the device and on the second attempt, the device stayed purple. A follow-up chest x-ray showed the tube in the right lung. The patient later developed a pneumothorax and required a chest tube. The patient was also on 16 of peep, which the reporter feels increased the patient's pneumothorax risk.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.